Event description:
A customer reported that during a procedure, the footswitch was not responding when pressing the treadle. It appeared that a pin was missing at the connection of the console. An alternate system was used to complete the case. There ws no harm to the patient.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).